Event description:
It was reported that during an unk procedure, the hand activation will not work. No pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The hand piece was tested on a generator and found that the hand activation was not functional. It no longer meets design specifications for phase margin and continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.